Manufacturer narrative:
Section b5 - describe event or problem: this section was updated with additional information provided by the customer on (B)(6) 2024. Section d4 - primary UDI number: this section was corrected from (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Update: on (B)(6) 2024, additional information was provided by the customer. The patient was treated with antiretroviral drugs not immunosuppressive drugs as previous mentioned.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results generated on the architect i2000sr processing module for a confirmed hiv patient who is being tested after receiving immunosuppressive drugs. The patient was tested with other methods and positive results were obtained. The following data was provided: (B)(6) 2024 sid (B)(6): architect hiv ag/ab combo initial result = 0.69 s/co (nonreactive) repeat result on the same instrument = 0.82 s/co (nonreactive) for troubleshooting, repeated on another architect (B)(6) instrument = 0.60 s/co and 0.71 s/co (both nonreactive) colloidal selenium test = positive nucleic acid test = >5000 cp/ml (positive) previous results from (B)(6) 2023: architect hiv ag/ab combo result = 50.37 s/co (reactive); repeat result = 51.2 s/co (reactive) colloidal selenium test = positive nucleic acid test = >5000 cp/ml (positive) there was no impact to patient management reported.

Manufacturer narrative:
Section e1 - facility name: (B)(6). This report is being filed on an international product, architect hiv ag/ab combo, list number 04j27-87, that has a similar product distributed in the us, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, in-house testing of retained reagent kit and testing of the returned sample. The data and information provided by the customer were reviewed and support the complaint issue. The returned specimen sid (B)(6) was tested with a retained kit of architect hiv ag/ab combo reagent lot 54507be00 as the likely cause lot number 56131be00 was not available. An elevated non-reactive result of 0.95 s/co was obtained, confirming the customer¿s observation. A supplemental testing by western blot mikrogen recomline hiv-1 & hiv-2 generated a weak positive result. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 56131be00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. An in-house testing of a retained reagent kit of lot 56131be00 was performed. All specifications were met, and no false nonreactive results were obtained. In addition, the clinical sensitivity was evaluated by testing a commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 913). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Based on these data, it was shown that the sensitivity performance of the lot is not negatively impacted. Based on our investigation, no systemic issue or deficiency was identified with the architect hiv ag/ab combo reagent, lot number 56131be00.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results generated on the architect i2000sr processing module for a confirmed hiv patient who is being tested after receiving immunosuppressive drugs. The patient was tested with other methods and positive results were obtained. The following data was provided: 27feb2024 sid (B)(6): architect hiv ag/ab combo initial result = 0.69 s/co (nonreactive). Repeat result on the same instrument = 0.82 s/co (nonreactive). For troubleshooting, repeated on another architect ((B)(6)) instrument = 0.60 s/co and 0.71 s/co (both nonreactive). Colloidal selenium test = positive. Nucleic acid test = >5000 cp/ml (positive). Previous results from (B)(6) 2023: architect hiv ag/ab combo result = 50.37 s/co (reactive); repeat result = 51.2 s/co (reactive) colloidal selenium test = positive. Nucleic acid test = >5000 cp/ml (positive). There was no impact to patient management reported. Update: on 24apr2024, additional information was provided by the customer. The patient was treated with antiretroviral drugs not immunosuppressive drugs as previous mentioned.